Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies and sound perception problems. The pt was seen at the center for device evaluation. Testing performed confirmed that the device was not functioning. Surgery to explant the device was scheduled.